Event description:
It was reported that there was a lead safety switch (lss) in january 2020 on the right ventricular (rv) lead due to high, out-of-range pacing impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) was contacted because the patient was scheduled for magnetic resonance imaging (MRI), but they were concerned about the rv lead. Ts advised against performing an MRI with the rv lead and noted signal artifact monitor (sam) events from february 2021. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that there was a lead safety switch (lss) in (B)(6) 2020 on the right ventricular (rv) lead due to high, out-of-range pacing impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) was contacted because the patient was scheduled for magnetic resonance imaging (MRI), but they were concerned about the rv lead. Ts advised against performing an MRI with the rv lead and noted signal artifact monitor (sam) events from (B)(6) 2021. The device and leads were later explanted due to a systemic infection after a spinal surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Visual inspection revealed a fractured outer coil, consistent with a clavicle/first rib crush. Analysis showed a fractured outer coil and insulation abrasion approximately 236-241 mm from the terminal end, consistent with a clavicle/first rib crush. The lead did not pass continuity testing; the outer (anode) coil measured as open, consistent with an outer coil fracture. Due to the location and the type of damage exhibited, the damage appeared consistent with lead entrapment in the clavicle-first rib region. The reported high impedances were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that there was a lead safety switch (lss) in (B)(6) 2020 on the right ventricular (rv) lead due to high, out-of-range pacing impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) was contacted because the patient was scheduled for magnetic resonance imaging (MRI), but they were concerned about the rv lead. Ts advised against performing an MRI with the rv lead and noted signal artifact monitor (sam) events from (B)(6) 2021. The device and leads were later explanted due to a systemic infection after a spinal surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Visual inspection revealed a fractured outer coil, consistent with a clavicle/first rib crush. Analysis showed a fractured outer coil and insulation abrasion approximately 236-241 mm from the terminal end, consistent with a clavicle/first rib crush. The lead did not pass continuity testing; the outer (anode) coil measured as open, consistent with an outer coil fracture. Due to the location and the type of damage exhibited, the damage appeared consistent with lead entrapment in the clavicle-first rib region. The reported high impedances were likely the result of the lead damage observed by the laboratory.